Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Toothbrush head came off when brushing teeth [device breakage]. No adverse event [no adverse event]. Case description: a female consumer of unspecified age reported via phone on (B)(6)2017 that an oral-b power oral care refill probright from a pack of 3 came off in her mouth while she was brushing her teeth with an oral-b rechargeable toothbrush, version unknown. No symptoms developed. The consumer reported she had previously used this exact product, and this had not happened before. No further information was provided.